Event description:
In 2003, the pt was transferred to a facility from another hospital where pt had presented several episodes of seizure activity and multiple episodes of rectal bleeding. A CT scan demonstrated air in the wall of an intravascular stent. The pt was taken immediately to the operating room for an attempted repair of an aortoduodenal fistula and graft excision. The graft and the surrounding tissue were discovered to be infected. The graft was successfully removed, however the bleeding could not be controlled and the pt expired.